Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 31mm amplatzer amulet occluder was successfully implanted in a patient. The patient was administered heparin for procedure and had a noted activated clotting time (act) level of 278 seconds. The patient was not provided an anticoagulation regimen post-procedure. On (B)(6) 2024, it was noted via computed tomography scan, that a hypoattenuated thrombus was adhering to the superolateral surface of the disc portion of the occluder. The patient's prothrombin time was 8.9 seconds. The decision was made to start the patient on anticoagulation therapy until the thrombus resolves. The cause of thrombus formation is attributed to deep implantation of the 31mm amplatzer amulet occluder and having it 13mm distal to the marshall ligament. The patient does not receive any treatment (medications) that could contribute to thrombus formation. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
It was reported that four months post amulet device implant, a hypo-attenuated thrombus was noted adhering to the superolateral surface of the disc portion of the occluder. Information from field indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability, and that the patient did not receive any treatment that could contribute to thrombus formation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was reported that the cause of thrombus formation was attributed to deep implantation of the amulet occluder and having it 13 mm distal to the marshall ligament. However, based on the limited information received, the exact cause of the reported thrombus could not be conclusively determined. There was no allegation of malfunction against the abbott device or procedure. The decision was made to start the patient on anticoagulation therapy until the thrombus resolves. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.